Event description:
The customer provided a vague report of modules stopping or turning off when another module was added. In this event the spm "displayed communications error." No patient harm or medical intervention was reported. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer's report that a module displayed a communication error when another module was added was not confirmed or replicated, however review of the event logs did confirm two communication errors that occurred on (B)(6) 2014. Functional testing of the returned system confirmed a loss of power event, however, no communication errors could be replicated. The device was opened for internal inspection. There was no evidence of fluid ingress or other contamination on the circuit boards. Both inter-unit-interface (iui) connectors on the source module were found to have date code ((B)(6) 2013). Physical inspection of the connectors confirmed an unknown dried fluid residue (white in color) on the body of the iui connectors. The connectors were inspected under magnification and evidence of blue/green deposits was noted on various connector contacts. The root cause of the customer's report is attributed to fluid contamination on the iui connector contacts.